Event description:
Customer reported that she has been having unexplained high blood glucose of 345 mg/dl. Customer stated that her reservoir leaked insulin into the reservoir compartment during normal use. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.